Manufacturer narrative:
Reportable based on device analysis, which revealed scraped/frayed ptfe coating. A review of the device history record of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. The report of metal filaments coming from the specimen guidewire is not confirmed. As noted above, the specimen presents several bends/kinks of varying severity and frequency scattered over the length of the specimen, and stretched coil wraps immediately distal of the proximal coil to core joint with corresponding coil displacement towards the distal tip. The specimen also presents scraped/frayed ptfe coating located 91.5 to 94.7cm from the distal tip and loose ptfe scattered over the length of the device. The ptfe coating is a non-metallic coating. It is likely that the difficulty observed advancing the jetstream catheter over the specimen wire is due to the bend kink damage presented in the wire shaft. Based on the evidence presented by the sample and the information provided by the supporting documentation it appears that procedural and clinical factors may have impacted on the event as reported.

Event description:
Note: this report pertains to the second of two devices used during the procedure. Medwatch report 2126666-2015-00052 captures the first device. During the case, after the first pass was done with the jetstream device and it was removed out of the patient to allow for an angiogram, the device was reinserted into the patient over the wire. The device did not seem to want to track smoothly over the wire. They removed the jetstream catheter, re-primed it and then reloaded over the wire. They still had difficulty advancing the jetstream catheter over the wire, outside of the patient. At that point, the jetstream catheter was removed off of the wire and using a glide catheter, a guidewire exchange was performed to remove the first thruway 014 guidewire and replaced it with a second fresh 014 thruway guidewire. The jetstream system was loaded over the fresh wire and the case was completed, although tracking over the new guidewire was somewhat difficult. The case was completed successfully and upon removal of the jetstream catheter out of the patient and off of the guidewire, it was noted that there were metal filaments entangled in the end of the jetstream catheter. It was unknown if the metal filaments were from either one of the two guidewires (thruway 014 guidewires), which is why (B)(4) is sending them back. (B)(4) is not sure where these filaments came from, but he is thinking that they came from the outer coating on the wire. Metal filaments were lodged inside of the tip of the jetstream catheter. There was no patient issues and the case was completed successfully.